Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusions. The customer changed out the supplies on the pump multiple times. The customer's blood glucose (bg) level was 200-235 mg/dl. A correction bolus and insulin injections were used to address the bg level. The customer was to use insulin injections to manage diabetes.